Event description:
It was reported that patient was admitted and suffering from sepsis. The patient's family decided to transition the patient to palliative care. The patient passed away on (B)(6) 2024. The death was not considered to be related to the functioning of the heartmate 3. Log files contained a loss of external power event as well other routine low voltage events. The loss of external power event appeared to have been a result of a simultaneous system controller lead disconnect from power. The log files also revealed that at 23:12:14, the bus and relative state of charge (rsoc) voltage on the black power cable connected to the mobile power unit (mpu) began to decrease consistent with disruption of power to the mpu. Voltages continue to decrease until 23:29:23 activating low voltage and power cable disconnect alarms. At 23:31:29, voltage on the mpu reverted to expected values. It was reported unknown whether the mpu had a v-lock connector on the ac power cord. It was unknown whether the ac power cord came loose at the wall outlet or from the back of the unit. It was also unknown whether there were any environmental circumstances that would have affected ac power at the time of the event. The mpu was in service at the time. The loss of external power was believed to be related to error in transportation and transferring from the skilled nursing facility to the ambulance and then to emergency department. The emergency room staff stated the patient was received with one power lead attached to a 14 volt battery and one power lead attached to the mpu which was not plugged into wall power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed the reported pump cable damage; however, a specific cause for these events could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Review of the account¿s submitted images revealed superficial damage to the outer jacket of the pump cable, exposing the underlying bionate layer at one location. It was also confirmed that the bend relief was missing above the modular connection. The damage appeared to be cosmetic only. The submitted controller event log file contained events from (B)(6) 2024. No notable events were captured, and the pump appeared to operate as intended at the fixed speed. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU lists adverse events, including sepsis, infection, renal dysfunction, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. The IFU and patient handbook provide information regarding how to clean and care for the driveline and instruct the user to inspect their driveline for signs of damage. The IFU and patient handbook further instruct the use to clean exterior surfaces of the driveline and cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that only infection source was the confirmed coronavirus disease (covid) 19 infection (imaging suggestive of pneumonia vs acute lung injury). Blood cultures were negative. The patient experienced hypotension, respiratory distress, altered mental status, and acute renal failure. They were treated for bacterial pneumonia in addition broad coverage zosyn, fluconazole, azithromycin, dexamethasone 6mg intravenous (IV) daily, vancomycin 500mg oral 4 times a day with IV flagyl 500 mg three times a day and vancomycin enema.